Manufacturer narrative:
(B)(4). Estimated patient age is (B)(6) as the patient was reported to be approximately (B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a cardiac catheterization diagnostic procedure. Reportedly, when the starclose se device was deployed, the clip engaged on top of the skin. The clip was removed from the skin, with no surgical intervention. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator of the starclose device is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.